Event description:
Customer reportedly received the following results on the advantage system within 10 minutes: 295 mg/dl (strip lot unknown) and 136 mg/dl (strip lot 551465). Customer obtained the reading of 295 mg/dl with an unknown strip lot that was stored in a cup. Based upon that reading, he took 2 pills of glyburide/metformin mix (5 mg/500 mg). He then used a new container of strips to obtain the reading of 136 mg/dl. Based upon the new reading, he consumed a lot of pretzels "to offset the pills he took." No adverse event reported. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch is for the strip lot 551465. Reference medwatch with patient identifier (B)(6) for the unknown comfort curve strip lot.